Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on the right atrial (ra) lead. Technical services (ts) discussed changing the alert programming and continuing to monitor. This ICD remains in service. No adverse patient effects were reported.